Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a s320 (homing timeout, left) malfunction alarm code. This does not indicate a reportable malfunction. However, during verification testing at the device center, the device alarmed with a s321 (motor error pmc, left) malfunction alarm code and it was noted the device power cord plug prongs were bent.

Manufacturer narrative:
During testing, the device powered on and alarmed audibly for a s321 (cha: motor error) malfunction alarm code. The device was disassembled and a visual inspection on the mr2 motor found that the rtv seal was broken which caused the mr2 motor to be moved out of position. The probable cause of the s321 malfunction alarm code was due to a broken rtv seal on the mr2 motor. An investigation found that rtv issues were caused either by rtv being under-applied to the specification, or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. In either case, the rtv may fail to hold the motor in place under a load which will result in an s321/s421 malfunction. During visual inspection it was noted the prongs on the ac power cord is used in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at an angle, it is possible to bend the prong of the cord. The customer reported s320 malfunction alarm code was not duplicated during testing; however, it was noted in the device history. This report represents all the information known by the reporter upon query by hospira personnel.